Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013 device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the up/down arrow and ok keypad buttons were responding to button presses as expected. The contrast keypad button was found to be intermittently responsive; the contrast button has no affect on insulin delivery function. There was evidence of contamination found under the key contacts. Unrelated to the complaint, the display screen was found to be faded, discolored and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was sticking and had no "rebound". It was noted that the button symbols were faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.